Event description:
Info was rec'd that reported a pt was hospitalized on (B)(6) 2006 due to hyperglycemia. The rptr states that they performed a site and set change on (B)(6) 2006. She reports that her blood glucose levels were "high" on (B)(6) 2006. On (B)(6) 2006 at 0300 she awoke and her blood glucose was "high" on 2 different meters, she took a bolus and went back to bed. At 0430 she was feeling ill and her bg's were still high, she took another bolus by 0500 she was vomiting. She went to her yoga, meditation, aikido classes that day. By 1700 her blood glucose was down to 430 and she was feeling better. At 1900 she was back up to 470 and she went to the hospital. At 1900 she was back up to 470 and she went to the hospital. Upon admit her blood glucose was 462. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.